Event description:
It was reported that the dermatome malfunctioned and shredded the pt's skin. No injury or adverse consequences were reported as a result of this incident.

Manufacturer narrative:
The device was returned for evaluation and it was determined that the unit was out calibration at the zero setting. However, this would not affect graft quality as grafts are not harvested at the zero setting. All other settings were determined to be within calibration specifications.